Event description:
It was reported that, during preparation when setting up the generator, the syringe plunger of the generator was stuck and did not push the liquid from the syringe. Troubleshooting was attempted but did not resolve the issue. Due to this event, the procedure was not completed. No patient complications were reported. This event is being reported for aborted/cancelled procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, analysis of the rezum generator identified a blue wire pulled out from p22 connector confirming the reported device damaged/defective and syringe handle/plunger damaged/defective complaint. It was most likely caused by a loose wire due to it was disconnected from the p22 connector, reconnecting the wire was resolved the issue. The generator received all required updates, plastic enclosure upgrades and passed full functional and electrical safety testing. The product record review did not identify any potential product quality issue or any new patient harm. Therefore, it can be concluded that the electrical failure (loose wire) was the most probable cause of the complaints. Labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation when setting up the generator, the syringe plunger of the generator was stuck and did not push the liquid from the syringe. Troubleshooting was attempted but did not resolve the issue. Due to this event, the procedure was not completed. No patient complications were reported. This event is being reported for aborted/cancelled procedure.